Event description:
A malfunction on the pump was reported by the customer, identified with the malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions from technical support on how to reset the pump, successfully reset it, and encountered no further issues. The customer was advised to continue using the pump and to contact support if any issues recurred.